Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous artery. A 15mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atm. It was confirmed that the contrast agent was leaking out after inflation. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 initial reporter city: iizuka city, fukuoka prefecture.

Manufacturer narrative:
E1 initial reporter city: (B)(6). The device was returned, and analysis completed on 21feb2024. A visual, tactile, inspection identified a visual examination of the balloon identified no damages. No issues identified with the hypotube shaft. The inner wire lumen and distal markerband was flattened. The inner wire lumen was also stretched at the proximal markerband with the proximal markerband was positioned in the proximal balloon sleeve. A detailed microscopic examination of the balloon material identified no issues. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The inner wire lumen was flattened near the distal markerband. The inner wire lumen was also stretched at the proximal markerband with the proximal markerband was positioned in the proximal balloon sleeve. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified the distal markerband was flattened and the proximal markerband was positioned in the proximal balloon sleeve. The device was attached to an encore inflation unit and the balloon was inflated. The device held pressure and no leaks occurred. However, the balloon did not deflate fully. The encore device was verified before and after use using the druck gauge to rate burst pressure of 12 atmospheres as per IFU. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous artery. A 15mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atm. It was confirmed that the contrast agent was leaking out after inflation. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.